Manufacturer narrative:
Evaluation summary: review of the device history records indicated that the order was built to specification. The returned sample was visually and functionally tested and passed testing. The cavity of the blue aspiration luer was cavity 1. No leakage occurred between the aspiration luer and the handpiece during the tuning process. A maximum vacuum within specification was reached during testing. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration, probable cause: loose blue luer fittings; damaged o-ring (ultraflow irrigation/aspiration handpiece only); clogged tip; kinked or damaged tubing; cracked blue fitting. Recommended solutions: reconnect securely; inspect o-ring and replace, as necessary; flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest; check tubing and/or replace fluidics management system (fms); check fitting and/or replace fms. The root cause of the customer's complaint could not be established as the returned sample met specifications.

Manufacturer narrative:
A sample has been received by a company representative and sent to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no aspiration during irrigation/aspiration while using the pak. It is unknown which system was used. Additional information has been requested but not received to date. This is one of eleven reports being filed for the same facility. This report is for the event occurred on (B)(6) 2016.